Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the sentry blender's display does not work. Last maintenance was in february 2023. As of this time, there is no information of patient involvement associated with this reported event.

Manufacturer narrative:
Additional information: g3, g6, h2, h6 and h11 additional information: vyaire sent a loaner blender to the customer but it was returned.the customer stated that the suspect device (original blender) was not actually defective. So, there was never a blender sent to the repair department for investigation.therefore, the complaint has been closed.